Manufacturer narrative:
The device is not available for investigation. Without the return of the device, a probable cause is unable to be determined. If additional information or if a device later becomes available, supplemental vigilance report(s) will be submitted at that time.

Event description:
A medsun mandatory medwatch report (uf/importer report # 0300870000-2024-8003) was received which stated: ¿patient chemo was connected to begin administation. Patient felt a drop on his arm. Registered nurse stopped the pump immediately. The max plus clear needleless connector would not stay connected to the chemo spiros cap.¿ the reporter further stated that there were no serious patient/operator injuries, critical delay(s) or adverse consequences. According to the medical record, there was no adverse event or delay in therapy occurred. No further information available if there were any other issues, regarding how long into the chemotherapy infusion had progressed when the issue occurred, or the set up that was used with the defective product.